Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ mpella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support and approximately three days into the support, the motor current repeatedly increased, and the pump stopped. The purge flow decreased, and the purge pressure increased. After several unsuccessful restart attempts, the decision was made to explant the device which was completed. After removal, manual compression was applied and the patient was reported to be in stable condition.

Manufacturer narrative:
The investigation of pump stop, saturated flow, and high purge pressure has been completed. The impella device was not returned for evaluation. Data log shows the motor current gradually increasing to 1100 followed by pump stop. Multiple unsuccessful attempts were made to restart the pump, with reported pump stop and motor current high alarm. Purge pressure gradually increased with fluctuating trends before the motor current started rising. Purge pressure never reached the trigger for high purge pressure but remained high during the pump stop event. Additionally, pump flow gradually became saturated during the upward motor current trend. No sudden spike in motor current was reported during the case, which rules out an ingestion event. The cause of the pump stop issue was most likely biomaterial buildup, based on data log review. The cause of the saturated pump flow issue was most likely biomaterial buildup, based on data log review. The cause of the high issue was most likely biomaterial buildup, based on data log review.